Event description:
It was reported that balloon rupture occurred. The patient underwent endovascular therapy for the severely calcified posterior tibial artery chronic total occlusion. A jupiter s6 guidewire was advanced into the lesion; however, the tip was weakened due to the severely calcified lesion. New wiring was performed using the same device to pass through the lesion. After the guidewire was replaced, a 1.5mm x 20mm x 142cm coyote es balloon was advanced for dilatation. However, during the first inflation at 7 atmospheres, the balloon ruptured. The procedure was completed with a 2mm balloon catheter. No patient complications nor injuries were reported.